Manufacturer narrative:
At her arrival to the hospital consumer was tested (at approx. 11am) bg result was 13 mg/dl per unknown hospital meter. The consumer was treated for low blood sugar; and was unable to provide exact details of the treatment. "...the consumer is currently still at the hospital being treated for her diabetes..." As reported by her son. The caller was not able to provide any of the inaccurate reading results for the date in question, nor could he provide any further information regarding the reported event. During the call to customer support, it was unknown if the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution. Test strip lot # 1020215050 expiration date: 2017/02/28. Control solution lot # none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control: checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
Consumer's son called in about his mother's high bg results. (B)(6) stated "...on monday (B)(6) 2015, his mother mrs. (B)(6) had to be taken to the hospital due to treating herself based on high bg results..." When going through the meter memory, caller was unable to find readings from (B)(6) (confirmed date was set correctly in the meter. Time in the meter was 10 hours behind). Readings were obtained from meter memory within the time frame provided (B)(6) 2015 at 11:36 pm bg 56 mg/dl. (B)(6) 2015 at 03:11 am bg 362 mg/dl. The caller reported, "...that he was not home at the time of the incident...." And was not willing to provide more info. Caller stated "...the consumer treated herself on the morning of the (B)(6) by taking 12 units of insulin based on the bg result...." Called stated his father drove his mom to (B)(6) hospital located at (B)(6) when it was noticed that ' she was getting confused.' At her arrival to the hospital consumer was tested (at approx. 11am) bg result was 13 mg/dl per unknown hospital meter. The consumer was treated for low blood sugar; and was unable to provide exact details of the treatment. "...the consumer is currently still at the hospital being treated for her diabetes..." As reported by her son. The caller was not able to provide any of the inaccurate reading results for the date in question, nor could he provide any further information regarding the reported event. During the call to customer support, it was unknown if the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution.

Manufacturer narrative:
The consumer's alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device, failure analysis of the returned product revealed that the nova max plus glucose monitoring device performed within specification. The customer returned blood glucose test strip from the lot in question. Visual as well as chemical evaluation (by testing with control solution) was not able to replicate the alleged issue as the performance testing revealed the strip to perform within specification as well. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.